Event description:
Physio-control ireland reported the following: device was still in original packaging when loaned in august. Sales rep reported that the device which was being loaned to a client pending delivery of a new device would not switch on. This was not supported in initial testing and it was decided to monitor the device and periodically check it. During a non-patient operation, the device behaved normally initially and then without warning switched off. No patient was involved.

Manufacturer narrative:
The device is being returned to physio-control for evaluation. Physio-control will submit a supplemental report.